Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia. The patient's blood glucose levels reached between 20 mmol/l (360 mg/dl) and 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include fever and stomach pain. The patient was treated with intravenous hydration therapy and insulin. The patient was discharged on the same day. The pod was removed at the emergency room.